Event description:
It was difficult to advance the lead due to "synechia", so the physician changed to the green-handled stylet. He could not insert either the straight or bent stylet into the lead tip completely. There was no obvious bend or blood causing the issue. The white style was tried again without success. The lead was replaced and returned to the manufacturer for analysis. The patient's status was reported as "no health hazard."

Manufacturer narrative:
(B)(4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.